Event description:
Allegedly the 6 week post-op visit the plate was ok; however, in june the patient claimed pain and the x-ray shows a broken component.

Event description:
Allegedly, the 6 week post-op visit, the plate was ok; however, in june the patient claimed pain and the x-ray shows a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. To date, no report that product has been revised. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed; x-rays reviewed.